Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the pusher kinked at the distal end and the implant separated from the pusher. The heater coil pet was found melted, indicating that the device was activated using a detachment controller. Furthermore, the pusher passed continuity and resistance testing, and the implant tether profile indicates the implant successfully experienced thermal detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces that exceeded the pusher's yield strength. The microcatheter used in the procedure was found to be flattened at approximately 48cm and 152cm from the strain relief and kinked at 101cm from the strain relief; however, this would not have contributed to the reported non-detachment.

Event description:
No additional incident information was provided, however the device was received and evaluated. Please see h6 & h11.

Event description:
It was reported that the web device was used for treatment of an intracranial cerebral aneurysm in the left anterior communicating segment. The web device did not detach with the detachment controller. During the recapture attempt, the device unintentionally detached inside the microcatheter. The web and microcatheter were removed together and then replaced with another web and microcatheter to continue the procedure. The procedure was successfully completed. There was no injury or intervention reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.